Event description:
Patient contacted gore for additional information regarding her explant procedure.

Manufacturer narrative:
Additional details were ascertained through a review of the patient's medical records and are as follows: additional details were ascertained through a review of the patient's medical records and are as follows: implant record dated (B)(6) 2012 indicates: "operation: open repair of recurrent flank hernia with mesh." The operative report indicates "...has had multiple recurrent hernias repaired with mesh, now has a large recurrent hernia in the left flank." The operative report indicates: "the descending colon was stuck along the edge of the hernia defect and adherent to some previous mesh on the left side." ¿¿we mobilized the colon up away from the previous mesh laterally until it was up and free.¿ a piece of 26 x 34 cm gore-tex mesh was chosen to repair the hernia. The operative report does not indicate that the previous mesh was removed. Notes report dated (B)(6) 2013 indicates: ¿patient came with concerns of left flank fluid collections. Fluid was consistent with e. Coli and antibiotics were initiated. Op report dated (B)(6) 2013 indicates removal of infected mesh, drainage of retroperitoneal abscess, intestinal resection. During the procedure while attempting to free up a loop of bowel, an enterotomy was created. The note indicates that they were able to completely remove the mesh. The product ID and lot number were not made available in the medical records. The product brand associated with this event is unknown. However, the instructions for use for gore¿s eptfe hernia repair patches address that ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿